Manufacturer narrative:
The correct testing results for the returned meter are as follows: testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.6 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement products were sent to the customer. The test strips have not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was returned for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 1:29 p.m., the patient was tested using the meter and the result was 4.9 inr. At 1:32 p.m., the patient was tested using the meter and the result was 3.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient had no symptoms of high inr. The patient's testing frequency is every 2 weeks.